Event description:
It was reported by service report that the right short transfer system assembly was broken and the left end side rail sleeve extension springs were missing causing the siderails to latch up intermittently. No patient involvement or adverse consequences are reported.